Event description:
Due to childhood neglect and abuse, I lost most of my teeth at age (B)(6). Twenty-seven years later, I became what's known as a 'dental cripple'. No longer able to adequately support a denture and struggling with debilitating headaches. I pursued a complete dental restoration starting in 2003. I had a bone graft from my ilia to my maxilla to rebuild the missing bone structure needed to accommodate the installation of dental implants. In (B)(6) 2004, zimmer commercially pure titanium-grade 1 implants were placed by my oral surgeon. In (B)(6) 2005, I had all the crown and bridgework installed by a maxilla / facial prosthodontist. Up until that time, for 27 years, I had no reactions or systemic issues of any kind from wearing dentures. From 2005 on, I have suffered continuous rashes both orally and systemically since having this restoration. After 9 yrs searching for help with my "unusual" array of symptoms, I found out the vise-grip 'felling I've lived with since the install was not, supposed to be there. And, the metal framework that was sold as a "biocompatible" titanium restorative dental device, was in fact, substituted for more problematic, lesser quality metals. Since that install, I have come to realize I did not have "informed consent" because how the device was "supposed" to work was not explained. I knew nothing of what is referred to as "passive fit" which is vital in the proper function of my type of dental device. This equated to a misalignment of the bridgework which caused the 'metals' of my removable bridgework to 'rub', facilitating the release of metal ions which includes but is not limited to chromium cobalt and gold. Two metals I have tested positive for as an immune response and am how extremely reactive to. Testing was done by 2 separate specialists along with further blood tests by an independent lab. Since having this dental work done, my overall health has been in serious decline. Some of which I suffer from continuously are as follows: rashes both orally and dermatologically. Loss of vocal ability and/or raspy voice (I was a singer), red, irritated oropharynx, (throat) and nasopharynx (nasal) vocal fatigue, inability to carry a long conversation; consistent systemic candida, inability to eat without getting noticeably ill. I phasically eat as little as possible. Extreme fatigue / overall weakness immense ear ringing / throbbing / pain, inability to converse by phone comfortably, impaired vision - seeing stars, inability to dilate pupils correctly, loss of night vision, cognitive decline - recent neuro-psych testing confirms a decline in executive skills. Both long and short term memory loss, inability to verbally communicate effectively at any given time. Reactive tattoo's - had tattoo's on my upper arms for 25 years, no problems. Since the dental install, the tattoo's welt, burn, swell and pain radiates down the arms. Metalic taste or inability to taste food correctly, tongue "cupping", extremely dry mouth, ropey or foamy saliva, constant mouth burning that exacerbates when the overdenture is installed, inability to regulate body temp not related to menopause, headaches and / or facial nerve pain, notable changes in my hands, swelling, redness, extreme hot and cold that fluctuates constantly weaken hands consistently dropping things, inability to stand more than 15 mins at a time without nausea. Heart palps, dry heaves for no apparent reason, extreme digestive discomfort (a battery of tests confirmed the absence of any ibs, gerd, acid reflux or related gastro issues) with an inability to tolerate food without medication. Thyroid disease, gall bladder removal. All of the above was never an issue prior to dental work. And all can be validated through my medical file and via my educational website that houses my story. (B)(6).